Manufacturer narrative:
The reported issue that led display boards was dim was confirmed. The returned display board assemblies were tested using a lvp mockup test fixture (eq111581) attached to a cad pcu. Each board was tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. All returned display board assemblies exhibited dim segments. Risk assessment dir: 10000285368 reports dim segment issue associated to faulty component of the seven segment display. There was no patient involvement (npi). The customer returned 4 lvp display board assemblies (qty 2 p/n tc10010208, qty 2 p/n tc10004754) in individual esd bags. Visual inspection of each board was performed and no damage, corrosion, or cold solder was observed. The exact root cause was not identified, however prior failure investigations identified the probable cause to be related to the led manufacturing process and/or raw materials. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 10jul2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 14oct2020 and indicated that this device has been previously returned for service one time on 31aug2015 for an issue unrelated to this complaint. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that allegedly led display boards was dim for four large volume pump modules, and therefore, will be replaadditional information added to g4, h3, h6, h10ced. There was no reported patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly led display boards was dim for four large volume pump modules, and therefore, will be replaced. There was no reported patient involvement.